Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual rise with high out of range pacing impedance measurements. Additionally, the patient experienced pain during the right ventricular (rv) threshold test. Technical services (ts) was consulted and upon data review identified high capture thresholds. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.